Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient is alleging that the receiver number is different from dots on graph. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing test passed. The functional test passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product.